Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 230 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump button would not scroll down. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit passed leak test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted. Unit properly received blood glucose readings from the contour next blood glucose meter. Unit was received with pillowing keypad overlay and minor scratches on lcd window.